Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device received with stripped battery cap coin slot(p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push and less responsive. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had a small crack on the battery cap. The device will not be returned for analysis.